Event description:
The report stated that during a low anterior resection, tissue was sticking to the device and sealing was not completed although an end tone, indicating a completed seal, was heard. After device stuck to tissue, it was removed with a wet swab. There was minimal bleeding and no tissue damage.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.